Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Manufacturer narrative:
The reported event of noise was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after receiving multiple inappropriate high voltage therapies. The patient received the therapies due to noise. Noise was unable to be reproduced. The lead was capped and replaced and the device was electively explanted and replaced. The cause of the noise is unknown. The patient condition was stable before, during, and after the procedure and will continue to be monitored.